Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's implantable cardiac monitor exhibited pause episodes due to under-sensing, noise and qrs variation. No programming changes were made. The patient was stable.